Manufacturer narrative:
The device was investigated by a maquet service technician with the number (B)(4) on the (B)(6) 2019. Customer stated the rotaflow was moved inadvertently and resulted in a battery error while in use. A backup console was used during the case and the defective console system was reset. A battery error was posted on the console a short time later and system was removed from service and placed in quarantine. Service observed the system and could not duplicate the battery error. However the battery was removed and replaced due and being nonfunctional. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure could not be confirmed therefore no probable root cause possible. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Battery error during use and the device was replaced. (B)(4).